Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The event unit was returned without the tissue bag and the cord loop was still attached to the device hook. Upon further inspection, engineering found no other non-conformances. Based on the condition of the returned unit, it is likely that the tissue bag fell off when a force was applied to the tissue bag. The IFU states, "unrolling the bag will be initiated by deployment of the rim element. The bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." However, the exact root cause could not be determined. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole. On friday (B)(6) 2018, we had failure of the 5mm endo bag. It wasn't that it only failed, the bag actually unraveled and came off from the metal attachments, leaving the bag loose and laying in pt with the long, sharp metal prongs exposed. I have product in my office, in biohazard bag, for review. No harm was done to patient reported from tech's and nurses in the case. We have checked our inventory at big rapids, and do not have any of the product with the same lot number. Additional information received via email on 19nov2018 from applied medical account manager: the lot number is 1307516. The bag fell off immediately upon deployment. The contents were not in the bag when the bag fell off the prongs. Force was not applied to the distal end of the top of the bag between where the supports/ prongs were. Prior to inserting the device into a trocar, the user did not pull back on the handle prior to pushing the handle forward to deploy. The plunger/actuator was not pressed forward towards the handles, then retracted, and then re-advanced, partially deployed, retracted, and then redeployed. There was no attempt to unroll the bag. During the use of the inzii, there were no other instruments used. After the bag was fully deployed, the bag or the bead did not interact with the tip of the trocar at all. The procedure was completed with another inzii 5mm bag. Patient status: no harm was done to patient. Type of intervention: unknown.

Manufacturer narrative:
Regulatory affairs has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap chole. On friday (B)(6) 2018, we had failure of the 5mm endo bag. It wasn't that it only failed, the bag actually unraveled and came off from the metal attachments, leaving the bag loose and laying in pt with the long, sharp metal prongs exposed. I have product in my office, in biohazard bag, for review. No harm was done to patient reported from tech's and nurses in the case. We have checked our inventory at big rapids, and do not have any of the product with the same lot number. Additional information received via email on (B)(6) 2018 from applied medical account manager: the lot number is 1307516. The bag fell off immediately upon deployment. The contents were not in the bag when the bag fell off the prongs. Force was not applied to the distal end of the top of the bag between where the supports/ prongs were. Prior to inserting the device into a trocar, the user did not pull back on the handle prior to pushing the handle forward to deploy. The plunger/actuator was not pressed forward towards the handles, then retracted, and then re-advanced, partially deployed, retracted, and then redeployed. There was no attempt to unroll the bag. During the use of the inzii, there were no other instruments used. After the bag was fully deployed, the bag or the bead did not interact with the tip of the trocar at all. The procedure was completed with another inzii 5mm bag. Patient status: no harm was done to patient. Type of intervention: unknown.